Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and the impedance trend was variable. Maximum atrial pace impedance spikes from an approximate baseline of 450 ohm to 703 ohm the week ending (B)(6) 2013, then proceeds to drop over the next 10 weeks to 57 ohms.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) electrogram revealed erratic outputs with a lot of ventricular signal in the atrial channel and showed poor signals on both the atrial and ventricular leads. There was crosstalk between the right atrial (ra) lead and right ventricular (rv) lead. The atrial, right ventricular (rv) and left ventricular (lv) leads pace impedances were varying and low along with the rv impedances gradually increasing and rising threshold. A device measurement issue was noted. The leads were checked interoperatively and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678, implantable pacing lead, (B)(6) 2012. A d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).